Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee cx procedure, the a5-4501, broken before the implant could be placed. The broken fragment remains in the patient. The case was completed by using a new ar-4501.